Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that three batteries passed visual inspection and functional testing. The batteries were able to adequately connect and provide power to a test controller. Failure analysis of a battery revealed that the battery passed visual inspection. Functional testing revealed that the battery was able to charge, adequately connect and provide power to a test controller. However, it was observed that one of the battery cells had a voltage above the threshold. Supplemental testing was performed and did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event, a controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections, as well as momentary disconnection that did not lead to premature power switching events involving two batteries. Momentary disconnections will result in an audible tone or ¿beep¿. Additionally, analysis of the alarm log file revealed one critical battery alarm due to a communication error involving a battery. As a result, the reported premature power switching, ¿beeps¿ and critical battery alarm events were confirmed. The inability of the controller to recognize the batteries could not be confirmed, however, momentary disconnections might be what the patient experienced during the reported event. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the observed high cell voltage can be attributed to an internal failure of the cell or a marginal connection. The most likely root cause of the reported premature power switching and ¿beeps¿ events can be attributed to a battery malfunction and/or momentary disconnections. CAPA: pr00389403 investigated momentary disconnections prior to lubrication. Even though this CAPA is closed, two batteries fall within the bounds of this CAPA. Additional products: d4: (B)(6) d9: no d10: yes, return date: 24-feb-2021; h3: yes dev rtn to MFR? Yes; h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d4: (B)(6); d9: no; d10: yes, return date: 26-feb-2021; h3: yes dev rtn to MFR? Yes; h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c020701 h6: FDA conclusion code(s): d01, d02; d4: (B)(6); d9: no; d10: yes, return date: 26-feb-2021; h3: yes dev rtn to MFR? Yes; h6: img code(s): g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were power switching and were not detected by the controller. The patient reported hearing frequent beeps and "no battery" leds displayed on the controller. One of the batteries also exhibited a critical battery alarm. The batteries were exchanged. No patient complications have been reported as a result of this event.